Manufacturer narrative:
D: primary UDI number - additional h2: additional information

Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was "low" so he started eating. After that he did not feel well and he couldn't walk, so he took a bg reading which was 600 mg/dl. His wife called the paramedics and he was taken to the emergency room (ER) where he was treated with IV medication and IV insulin. The patient was diagnosed with dka and stayed at the hospital for three days. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - movement disorder.